Event description:
Baxter sales rep received report from customer on this blood solution set. Customer reported set was being used to administer an anesthetic to the patient. Set was spiked into a bag of lactacted ringers. The customer reported leaking of this solution at the connection of the pressure pump and the tubing of this set. Patient was also receiving an anesthetic through one of the injection ports on this set. No pt injury has been reported at this time. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed. Similar incidents have been reported for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.